Event description:
During the atrial fibrillation procedure, air was aspirated intermittently when removing air from the hemostasis valve immediately after insertion. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.